Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing thresholds. Moreover, it was suspected that this is associated with the patient condition. A new lead was implanted. No additional adverse patient effects were reported.